Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an access site dissection and hemorrhage ocurred. A percutaneous transluminal angioplasty (pta) was performed and a stent was placed. No additional adverse patient effects were reported.